Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round moderate profile 375cc, serial number (B)(4), catalog number 3502375. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed according with mentor procedures and it revealed 12 rents measuring approximately < 0.1 cm all located on the anterior aspect. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. At this point is not possible to determine the origin of the white material found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted, also additional information received indicates that the patient elected to undergo bilateral removal and replacement even though there was no issue with the left side device: right replacement device, catalog number 3503500, serial number (B)(4), lot number 7345425. Left replacement device, catalog number 3503500, serial number (B)(4), lot number 7486190. Manufacturer¿s reference number: (B)(4).